Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement. Pump received with broken battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump piece broke off and had cracks at the top reservoir lip and top of the battery compartment. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.